Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable as color lines appeared on the display screen. Customer's blood glucose (bg) level ranged from approximately 300 mg/dl to an unknown elevated bg level; cause for the high bg was unknown as customer declined further troubleshooting with tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.